Event description:
The following statement was received from a customer med watch form. "Infant pt was resting in a bassinet, under an infant warmer with an oxygen hood in place. Oxygen hood was placed over the infant's head and was attached to an oxygen air blender for administration of 100% oxygen. As staff approached the bassinet, they observed a flash of flames under the oxygen hood. Staff removed hood and removed oxygen from the wall. Staff used a blanket to extinguish the fire." No info concerning the pt's condition was reported.

Manufacturer narrative:
At this time, the reporting facility has not determined the root cause of the incident. The facility risk mgr stated that med watch reports were filed with all equipment in use by the pt. Currently, teleflex medical has not been provided info that would reasonably suggest the device in question caused and/or contributed to the reported incident.

Manufacturer narrative:
The unit was evaluated under a third party company, representing the hosp. A rep from teleflex medical attended the eval. The unit was tested under a hosp-developed protocol that was related to basic electrical safety and physical performance of the humidifier. The humidifier passed all electrical safety and performance testing without issue. Following the test protocol and visual eval, no evidence was found that the teleflex medical device caused and/or contributed to the incident. Other manufacturing devices are currently being reviewed by the hosp to determine the root cause of the incident.

Event description:
The pt was identified with serious burns from a fire that erupted under the oxygen hood.